Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. During the procedure, the balloon ruptured during inflation. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that presence of blood in the y-adaptor. Functional analysis was not more possible due to a hole on the ibt and probably on the balloon. Visual analysis confirmed that the hole is located on the balloon. After further analysis a radial rupture in the distal part of the balloon is confirmed. Based on the information provided, visual and functional analysis, the most probable root cause of the balloon rupture during inflation is due to contact with bone splinters and/or surgical tool during surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.